Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that foreign matter larger than the inner diameter of the air/water nozzle got into the air/water supply pipe and caused clogging. There was no deformation of the air/water nozzle and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. The issue of insufficient air was due to the clogged nozzle. During the evaluation of the device, it was noted that: due to clogging of the nozzle, the air/water supply volume does not meet the standard value; the bending section cover was scratched; an adhesive part was missing; the bond was cracked and cloudy; the tip cover and the flexible tube were scratched; the angle had play with an insufficient angle; the objective lens adhesive part was peeling and was cloudy; the illumination lens adhesive part was cloudy; the suction cylinder nut paint was peeling; the grip cover was shaved; the light guide coil had a wrinkle; and the scope connector was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
The olympus representative reported the evis lucera elite colonovideoscope presented with insufficient air to clear water from the objective lens. There were no reports of patient harm associated with this event. During the evaluation of the device, a foreign substance was found to be coming out of the nozzle. This report is to capture the reportable malfunction of the unknown material that was discharging from the nozzle due to insufficient cleaning.